Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2013 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving bupivacaine 6mg/ml for an unknown total dose and unknown morphine 1.5mg/ml with an unknown total dosevia an implantable pump for non-malignant pain and chronic low back pain. It was reported patient was in the operating room (or) today ((B)(6) 2017) because there was a cerebrospinal fluid (csf) leak. It w as reported during the revision, the neurosurgeon noticed that the distal portion had backed out of the intrathecal space so they decided to revise the distal end of the catheter. It was noted they removed 33cm of the most distal portion (including the tip) and added back 33cm from the 8782 revision kit. Reason for call was to confirm what part to prime. It was confirmed with manufacturer representative (rep) that they did not aspirate anything from the catheter. It was confirmed that the whole segment of the distal portion was clear and the pump segment was still with drug. It was reviewed to prime only the new distal segment that was implanted today ((B)(6) 2017). Steps to prime only the new distal segment which would amount to 0.0726ml was reviewed. Rep was redirected to follow up with healthcare professional (hcp) to review what to prime. Event date was unknown. Additional information received from a manufacturer representative on (B)(6) 2017 reported the date the patient stated experiencing the cerebrospinal fluid (csf) leak was not known. It was noted that the catheter migration and csf leak was resolved. The pump was implanted on (B)(6) 2017. The patient's weight at time of event was unknown. It was noted that the distal portion of the catheter will not be returned as the distal end was revised. No further complications were reported/anticipated.